Manufacturer narrative:
The t:slim x2 g5 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) in the 40's mg/dl range. Bg was addressed with juice. Reportedly, the customer over calculated carbohydrates and sub-sequentially delivered too much insulin for a meal. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.